Manufacturer narrative:
Investigation results completed on a smiths medical medfusion 4000 pump. The complaint on motor problem and not running was not confirmed in testing. This was unable to be duplicated in the testing after multiple occlusion tests. This was also not found in the event log .unknown cause of event. The device was given routine maintenance of greasing motor assembly and pm testing was functional.

Event description:
Information received a smiths medical medfusion 4000 pump reporting infusion not working and reporting motor is the issue. No adverse patient events reported.